Event description:
It was reported that during a laparoscopic nephrotomy procedure, there was significant leaking and it was difficult to maintain pneumo. The procedure was converted to an open. The current status of the patient is unknown. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.